Event description:
The complainant reported that following impella cp implant, flows were found to be insufficient. The cannula was found to be kinked and the pump was replaced. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of product damage (cannula kink) and low pump flow has been completed. The pump was returned for investigation. Cannula kink was reported on returned product. No other physical damage was noted. Pump was ran per the specification during the test in bucket of water. The data log shows low pump flow throughout the case run of 47 minutes with an active suction alarm. As per the clinical team, the aortic arch was small and difficult to pass but it was managed. During the case, a kink was reported with low pump flow, and the pump was exchanged for a new one. The cause of the low pump flow issue was a kinked cannula, based on returned product investigation. The cause of the product damage issue was a kinked cannula, which most likely related to the patient's anatomy.